Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the returned unit was found to work as intended and met all acceptance criteria. The complaint could not be verified through failure analysis. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator failed to disengage when reached the dura mater causing damage on the surface of dura mater, treated with patch and sutures. The event did not led to surgical delay. The perforator was used with an electric j&j anspach drill. The perforator clicked in place with the drill. The angle of approach was perpendicular and it was maintained through the drilling process with a constant downward pressure.

Manufacturer narrative:
The perforator was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed (the reported lot number, j8485y, cannot be confirmed). The root cause(s) of the reported issue could not be determined, however, a potential contributor to the reported failure may be related to the technique and positioning during use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.